Manufacturer narrative:
Device was received with blank display due to missing battery tube spring. Unable to perform all functional testing including the displacement, operating currents and verify battery out limit, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Insulin pump received with minor scratched lcd window, serial number label peeling, cracked case at the display window corners and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the device had cosmetic damages. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.